Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed leaflet and pre-existing chordal rupture. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1. On (B)(6) 2025, an echocardiogram was performed and revealed that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2026, an additional mitraclip procedure was performed, and two mitraclips were implanted, reducing mr to a grade of 1+.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation- single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported recurrent mitral valve insufficiency/ regurgitation appears to be a cascading effect of the reported slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient was readmitted and additional mitraclip procedure was performed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.